Event description:
It was reported that the patient presented to the clinic for a follow up with discomfort. Interrogation of the pulse generator noted that the right ventricular (rv) lead had dislodged from twiddling resulted in diaphragmatic stimulation. Chest x-ray performed confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.